Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6 (type of investigation). Corrected sections: b5, h6 clinical code, device code). Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and records that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 3 years, 4 months due to streptococcus mitis endocarditis. Patient presented with dizziness and weakness. The explanted valve was replaced with a 25mm 11060a valved conduit. Per medical records, patient was admitted for streptococcus mitis bacteremia sepsis. Tee demonstrated mobile structure on aortic valve consistent with vegetation, partial dehiscence, and possible root abscess. Intraoperatively, upon removal of the aortic valve, a huge abscess cavity was noted. Dehiscence of the mitral valve from the aortic mitral continuity was also noted. Surgeon noted damage to the entire root with poot tissue quality. A 25mm 11060a valved conduit was sewn into place following debridement and repair. Patient was weaned from cpb with no issues. Tee demonstrated nicely seated root with good flow. Patient was transferred to cvicu in stable condition. This is a 76-year-old make patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 3 years, 4 months due to unknown reasons. The explanted valve was replaced with a 25mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.